Event description:
As reported, during inspection of an asset demo device , an error b30 error message was observed. There is no patient involvement associated on this reported event. No user injury reported. No failure was reported by the end-user.

Manufacturer narrative:
Device inspection found error b30 due to faulty ap board. Furthermore, receptacle was found loose. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that this is a phenomenon caused by the ap (circuit) board failure. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.